Event description:
A (B)(6) patient received a cryo burn (11.5 cm by 2 cm) during an interventional radiology procedure for ablation of a renal tumor. Thermal burn was discovered as surgical drape was removed at the end of the procedure. Procedure was performed under general anesthesia. After discharge, blister formed and broke open leaking serous fluid. Patient followed up with wound checks and wound care. No signs or symptoms of infection. Detail: cryo ablation surgery converts high pressure gas (usually helium and argon) to freezing temperatures to destroy tumor tissue. Procedure is performed under general anesthesia and takes approximately two hours. Actual freezing time once needle is positioned at site is only a few minutes. Interventional radiology performed approximately 1,500 cases per year; less than five are cryo ablations. Manufacturer was notified of incident and asked vendor about the possibility of insulating the gas lines or creating a safety alert to customers; response was they are also creating internal standard operating procedure similar to our plan: bath blankets under sterile drape and blue sterile surgical towers above the grape for any point of contact the gas tubing might make with skin.